Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 7 days (18aug2023 - 25aug2023 per timestamp). Events occurring on 25aug2023 were recorded while the driveline was not connected to the system controller and appear to have been captured during the download of the log files. A loss of external power event associated with power cable disconnect and low voltage hazard alarms was active on 24aug2023 from 16:56:30 ¿ 16:56:31. This event appears to be due to a loss of ac power while connected to the mobile power unit. The loss of power event was not active long enough to activate a no external power alarm. Pump operation was not affected by these events. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the event appears to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 28sep2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a during log file analysis, loss of external power was noted on 24aug2023 from 16:56:30 ¿ 16:56:31 while connected to the mobile power unit (mpu). The event appeared to have been active due to a loss of alternating current (ac) power to the mpu. It was confirmed that the mpu had a v-lock connector, but it was unknown if the cord came loose from the wall or the back of the unit. Per the hospital notes, there was no issue mentioned by the patient. The mpu was still in use and no further action was taken and no problems were reported by the patient since.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.